Event description:
It was reported that during a lap hysterectomy procedure, the device gave an instrument error. The site used a new device to complete the case. No patient consequence reported.

Manufacturer narrative:
Date sent:6/6/2007. Evaluation summary: the analysis results found that when attempting to activate the device on a generator gave an error code. Visual examination found an area of the blade that was discolored due to the heat generated from contact between the blade ans tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. The failure is caused due to the activation of the device while clamped without tissue being present. For this reason, the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." A batch record review was performed and no anomalies were found during the manufacturing process.